Event description:
It was reported that during use, the stapler jammed. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Proper functional inspection could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot#: 73f2300576 was manufactured on 06/19/2023 a total of (B)(4) pieces. Lot was released on 06/30/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.